Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) withheld therapy for ventricular tachycardia (vt). Subsequently, the device was reprogrammed. Although the patient was in vt for a prolonged period, the patient was hemodynamically stable and there were no adverse patient effects reported.